Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported they cannot retrieve cine run. No pt injury was reported.